Manufacturer narrative:
A company service rep examined the sys and was unable to duplicate the problems reported. The sys was then tested and met all product specs. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to pt). Product problem(s): "system was not phacoing when tested" (no code available). A facility reported during setup the phacoemulsification was not working when tested. The sys was switched out prior to surgery. The same handpiece was used with the other system. The pt had been prepped with an IV. There was no cancelled cases or delay in cases. No pt impact reported.